Event description:
It was reported that during a follow up of this implantable cardioverter defibrillator (ICD) a ventricular tachycardia (vt) episode with seven ineffective shocks and two shocks with high out of range shock impedance measurements with a code 1005 open circuit condition. The arrhythmia terminated spontaneously after all programmed therapies were delivered without success. Technical services (ts) review of the device data noted that fc1005 occurred when a shock is delivered and the shock impedance measurements in a high voltage shock is greater than 145 ohms. Ts noted that this type of observation is not damaging the device while the device data should be reviewed. The device in this case would not deliver the second part of the shock waveform which can results in ineffective conversion. No additional adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that during a follow up of this implantable cardioverter defibrillator (ICD) a ventricular tachycardia (vt) episode with seven ineffective shocks and two shocks with high out of range shock impedance measurements with a fault code 1005 was seen. The arrhythmia terminated spontaneously after all programmed therapies were delivered without success. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that during a follow up of this implantable cardioverter defibrillator (ICD) a ventricular tachycardia (vt) episode with seven ineffective shocks and two shocks with high out of range shock impedance measurements with a code 1005 open circuit condition. The arrhythmia terminated spontaneously after all programmed therapies were delivered without success. Technical services (ts) review of the device data noted that fc1005 occurred when a shock is delivered and the shock impedance measurements in a high voltage shock is greater than 145 ohms. Ts noted that this type of observation is not damaging the device while the device data should be reviewed. The device in this case would not deliver the second part of the shock waveform which can results in ineffective conversion. No additional adverse patient effects were reported. The device remains implanted.